Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st device may have caused or contributed to the reported event. Regarding infection; the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed." Fistula formation is a known inherent risk of surgery and is listed in the instructions-for-use as a possible adverse reaction. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that the patient was diagnosed with a ventral hernia on or about (B)(6) 2016. It is also alleged by the patient's attorney that on (B)(6) 2016, patient underwent ventral hernia repair. As alleged, an unspecified bard/davol bard ventralight hernia mesh was implanted in the patient. As alleged, in the months following the (B)(6) 2016 implant of the ventralight mesh, patient continued to experience chronic abdominal pain, and further experienced infections. The mesh continues to cause chronic abdominal pain, infections and fissures. As reported, patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering, and other damages. As alleged, patient has experienced significant mental and physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and/or corrective surgery and hospitalization, and other damages due to the alleged defective ventralight mesh product.